Event description:
It was reported that the balloon broke. A 10 mm x 4.00 mm wolverine balloon was used for coronary angioplasty. During the procedure, it was noted the balloon broke. The procedure was completed with another device. There was no patient complications reported.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.